Manufacturer narrative:
No specific serial number was provided for the device, and no record to indicate whether the device was returned to olympus for evaluation. In addition, based on our review of the complaint database and install base it has been determined that the reported hospital did not purchase the device from olympus.

Event description:
Olympus received a legal document on (B)(6) 2017 alleging that a patient contracted an antibiotic-resistant infection after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2015 with a contaminated duodenovideoscope at emory johns creek hospital.